Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [3] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000117965.

Event description:
Related manufacturer reference number: 3006705815-2022-17563. It was reported the patient did not have effective therapy. As a result, surgical intervention took place on (B)(6) 2022 where the system was explanted